Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved. Enduser alleges that sam300p unit has failed multiple self tests with pad pak expiry date of 2020. Non fsca unit.

Event description:
No patient involved. Enduser alleges that sam300p unit has failed multiple self tests with pad pak expiry date of 2020. Non fsca unit.

Manufacturer narrative:
A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015 and performed to specification up to the (B)(6) 2017. The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2015.a visual inspection of the device revealed no apparent defects. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015 and performed all weekly auto self-tests up to the last log entry, prior to receipt at heartsine on the (B)(6) 2018. The device was returned for failing multiple self-tests with a pad-pak expiry of 2021. Upon review of the history and memory logs, it was found that there were 6 occasions where the device had recorded a high temperature failure, where the temperature was recorded above the maximum recommended stand-by temperature of 50°c, with a high of 53.6°c. A high temperature is not a critical failure, and the user would have been alerted with 3 audible beeps following the self-test as stated in the user manual, this is detailed in the labelling review. Prolonged exposure to temperatures outside the recommended stand-by temperature can have an adverse effect on the condition of the device. These high temperatures are recorded in the saver evo application with the failed self-test icon. This is likely how the user was alerted to the fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.